Manufacturer narrative:
Laxity and instability were reported for patient with a total knee implant. Revision surgery is scheduled to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Laxity and instability were reported for patient with a total knee implant. Revision surgery is scheduled to exchange the poly inserts.